Manufacturer narrative:
(B)(4). Batch # m92c65. The analysis results found that the el5ml device was received with a clip unformed in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws had a difficulty in being opened. The same device was continuously used to complete the case. There were no adverse consequences for the patient.